Manufacturer narrative:
Investigation: according to reference photos, the implant is broken, additionally we found visibly damaged thread. Batch history review: the device quality and manufacturing history records have been checked for the lot number, and found to be according to specification valid at the time of production. Conclusion and root cause: no product available and therefore an analysis is not possible, but we assume based on the information available, the root cause of the failure is not product related. Rational: according to the quality standard and DHR files, a material defect or production error can be excluded. No similar incidents have been filed with products from this batch. There is the possibility that the breakage has been caused by an overload situation by the patient. The following potential sources could have been favored the breakage: screws were not fully tightened to the plate and therefore in the wrong position. This tensed the material. Plate was bending intraoperatively and therefore there is the possibility for a predetermined breakage point or light weakened plate. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: japan. It was reported that when the surgeon was performing a revision surgery of removing the plate, it was discovered that the plate was broken. The surgeon review passed x-rays, the x-rays from (B)(6) 2014 didn't show any breakage. The x-rays performed on (B)(6) 2014 showed the breakage. There was no harm to the patient reported, and the bone was fixed.